Event description:
The pt's mother reported that the pt was experiencing more intense and convulsive seizures. The mother reported that the pt was currently set at 2.75 ma and the magnet output current was 3.0 ma. The pt was reportedly still having seizures once a month, but they were more intense and convulsive than when she was implanted with the previous generator. The mother believed that the pt's highest setting on the previous generator was 2.5 mg and the magnet output current was 2.75 ma. At that time, the pt was having seizures once every four to five months, which were characterized as being more blabbing and minor in nature, especially compared to the pt's current seizures. When the pt followed up with the neurologist, the pt's settings were changed. The neurologist thinks that changes in hormones and age may have contributed to the change in seizures. The neurologist has been trying to regain control through programming changes. Attempts for additional information have been unsuccessful thus far.